Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had a collarbone fracture due to an abrupt arm movement. The patient has osteoporosis disease and her weak bone contributed to this fracture. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: as previously reported, the seven were returned intact and it is unknown which screws were involved with the complained event. A product development evaluation was performed for the associated complained plate and the seven screws addressed under this report were visually inspected and determined to be intact. No further investigation of the screws was performed as there was no product fault indicated. The associated plate underwent a manufacturing evaluation. Macroscopic examination of the plate revealed weakly visible macroscopic lines of rest are documented on fragment 1. Lines of rest are a sign for a fatigue failure. The lcp reconstruction plate is bent and shows several bending marks of a bending tool on the side. The sixth and seventh plate hole on the fragment 2 showed corrosion marks. These marks result from micromovements between the screw head and the plate. The micromovements cause damage. It was determined based on the topography of the fracture surface of the plate, it was concluded that the plate implant was subjected to low dynamic bending loads. Constant alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp reconstruction plate. The plate implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (osteoporosis) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. The screws did not contribute to the complaint condition. Corrected data: brand name: part number 212.103, 3.5mm locking screw slf-tpng w/stardrive(tm) recess 14mm; part number 212.104, 3.5mm locking screw slf-tpng w/stardrive(tm) recess 16mm; part number 212.105, 3.5mm locking screw slf-tpng w/stardrive(tm) recess 18mm. Common device name and device product code apply to all three report part numbers. The 510(k) k072095 applies to the three reported part numbers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown screws/unknown lots without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Seven screws were returned intact. It is unknown which screws were involved in the complained event: 1 part number 212.103 lot number 7653015; 1 part number 212.103 lot number 7559018; 2 part number 212.103 lot number 3737530; 1 part number 212.104 lot number 1987133; 1 part number 212.104 lot number 7829787; 1 part number 212.105 lot number 7841643. Part number 212.103 lot number 7653015: november 17, 2011; part number 212.103 lot number 7559018: august 04, 2011; part number 212.103 lot number 3737530: march 10, 2011; part number 212.104 lot number 1987133: september 16, 2008; part number 212.104 lot number 7829787: march 16, 2012; part number 212.105 lot number 7841643: march 26, 2012. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records reviews were completed on all returned lot numbers: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.